Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 40 mg/dl. Customer stated that the insulin pump buttons were not working. Customer stated that the insulin pump buttons get stuck. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.